Event description:
The customer reported that the drive support cap was sticking out. The blood glucose reading was 118mg/dl. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with protruded/loose drive support disk, cracked case, and display window corners.